Manufacturer narrative:
Section d9 added information section h6 updated coding section h10 additional information the investigation was completed by conducting a thorough evaluation of the product and the reported information. During in-house testing, elekta performed the customer's workflow but could not reproduce the problem of seeing the wrong offset being associated to the cbct image in the 3d image review. The behaviour of the product observed during testing was consistent and worked as designed and intended. The user opened the 3d image review after the patient's treatment. This issue does not affect patient treatment as the customer will move the couch to the correct target positions prior to delivering treatment. If this issue were to re-occur it would not lead to mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an issue with cone beam shifts crossing to mosaiq.